Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022 and the patient was implanted with a new device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 16, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on november 10, 2022.